Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and vomiting. The reported blood glucose reading was 25 mmol/l. It was stated that the customer felt the problem was not with the insulin pump, but with the infusion sets. It was stated that the cannula was bent when it was removed. Troubleshooting was performed, and no damage to the drive support cap was noted. No alarms noted in the alarm history. Performed the prime test, and no insulin exited. Unable to continue troubleshooting as the nurse entered the room to give the customer an injection, and the doctor wanted her to eat right away. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.